Event description:
The customer reported intermittently receiving communication errors and the system would lock up. There was no pt injury or death reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The interconnect cable was replaced and the power supply was adjusted during the service call. The system was tested, found to be working as intended and returned to service.